Manufacturer narrative:
Lot number not provided by the reporter. Catalog # unk as not provided by the reporter. Expiration date unk as lot is unk. (B)(4).

Event description:
The (B)(6) male pt had an aaa stent graft implanted on (B)(6) 2011. Days after the procedure, on (B)(6) 2011, there was a CT angio abdopelvis and peripheral with runoff. No evidence of migration or component separating of the aortobi-iliac modular stent graft with suprarenal fixation. The aortic saccular aneurysm is excluded. The renal arteries remained perfused. There is occlusive thrombus within the right limb of the graft extending into the right external iliac artery (1820334-2012-00122). Near occlusive thrombus is demonstrated within the left limb of the stent graft. There was a 90 degree bend in the artery, which caused the graft to kink and cause the occlusion. (1820334-2012-00500). There is preserved flow within the left external and internal iliac arteries. There is minor fat standing around the thrombosed iliac limbs at the level of the aortic bifurcation. No periprosthetic collection or gas to suggest mycotic disease. Right leg is pt, but atheromatous common femoral artery with mild stenosis. Pt profunda femoris artery. Diffusely atheromatous sfa with areas of moderate stenosis. Atheromatous popliteal artery with a significant above knee stenosis. There is preserved flow within the three tibial vessels with pt anterior and posterior tibial arteries crossing the ankle. Left leg atheromatous common femoral artery with moderate stenosis approx 50% secondary to predominantly soft plaque. Pt femoris artery. Diffusely atheromatous sfa with at least moderate stenosis at the mid sfa. Atheromatous popliteal artery with areas of significant stenosis. There is preserved flow within the anterior and posterior tibial arteries. Pt's anatomy was straight. Pt required an additional procedure and the physician performed an iliac bypass of the occluded area. The pt has not sustained any further adverse event due to this occurrence. Event eval: no product was returned, although cd imaging was provided. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case the IFU states, "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The info provided, returned imaging, the device IFU, applicable qera, and compliant history were reviewed as part of the investigation. The complaint device was not returned to assist with this investigation, however, post-operative imaging was returned to cook. The imaging was forwarded for outside clinical review. In summary, the outside clinical review states: "the saccular aneurysms that do not involve the aortic bifurcation often are associated with normal or stenotic distal aortas. The peri-aortic ill-defined density (B)(6) days after implantation is a hemorrhage from distal aortic rupture at implantation. If a pre-op study is available it will likely show a distal aortic diameter of 20 mm or less. This can be improved with angioplasty but often some recoil occurs. These spiral z limbs are contained, ovalized and kinked. The stenosis and fabric infolding can cause thrombosis. Additionally, there was significant stenotic disease of the right external iliac artery. The mainbody was placed through this. There was increased risk of intra or post-operative occlusion as a result of dissection and or in-situ thrombosis." Quality engineering risk assessment was used to evaluate risk. The risk remains acceptable with inclusion of this event and the event was trended as significant harm to the pt, as an iliac bypass was performed. For trending and risk assessment purposes, this complaint, along with 1820334-2012-00122 will be recorded as one event, as the pt's anatomy likely lead to both cases. There is no indication that the device did not deploy appropriately or that there was any mfg nonconformance that has contributed to the reported event. Qera was used to evaluate risk. The risk remains acceptable with inclusion of this event and the event was trended as significant harm to the pt, as an iliac bypass was performed. We will continue to monitor for similar complaints. The risk is insufficient per qera, the rpn remains at an acceptable level as a result of this complaint.